Event description:
It was reported to philips that the system gave an alert indicating that only low load fluoroscopy was available, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.